Manufacturer narrative:
Upon further review section b5 in previous report was updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough, runny nose, skin irritation around nose and mouth for about nine months to a year. The patient was also on allergy medication. There was no allegation of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b - adverse event/product problem, outcomes attributed to ae updated to reflect product problem. Box h-type of reported complaint updated to reflect product problem.

Manufacturer narrative:
H3 other text : device has not been returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough, runny nose, skin irritation around nose and mouth for about nine months to a year. The patient was also on allergy medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.